Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed that the device has wire broken in the middle of the device at 266cm from the distal section, with the proximal section and the distal section returned. Also, the wire was kinked in the proximal section and in the middle of the device. The overall length could not be measured due to the device condition. All other measurements were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the rotaburr and the rotawire were separated outside the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rotaburr and the rotawire were removed and cut outside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11463. It was reported that the burr became stuck on the wire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.75mm rotalink¿ plus and rotawire¿ were selected for use. During ablation when the physician attempted to remove the burr, it was noted that it became stuck on the wire and could not be removed. The device was removed together with the wire as a system. The procedure was completed with this device. No patient complications were reported and the patient status is good.